Event description:
The customer reported having high blood glucose several days ago. The blood glucose reading at time of call was 158mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Rand the fixed prime test and only one drop of insulin came out right before the end of the test. Advised the caller to remove the cannula and it was not bent. The customer state that he feels the insulin pump may not be delivering insulin as it should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.